Manufacturer narrative:
Device was received fully deployed. Corrosion was visible through the top housing and on the pcb. After pod opening, corrosion was seen on the linkage assembly and the bottom battery. The voltage on bottom battery and middle battery measured lower than expected. Due to corrosion, shelf mode current could not be accurately determined. Fluid path test was performed, and fluid initially flowed through the fluid path. A leak test was performed by manually occluding the distal tip of the soft cannula. Upon manually rotating the ratchet gear, fluid was observed to be leaking from an internal tear. The internal tear caused fluid deposition inside the pod leading to corrosion. Fluid leaking from the intended fluid path resulted in improper insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 469 mg/dl. The pod was worn on the patient's leg for between 4 and 24 hours. As treatment, a new pod was applied.